Event description:
Nurse attempted to prime IV tubing extension set for medication administration. Nurse unable to prime IV tubing as resistance was met and medication continued to back up into the syringe. The tubing was not connected to the patient at any time. Nurse obtained a new IV tubing extension set.